Event description:
It was reported a patient presented with a right ventricular lead that exhibited noise and led to oversensing. The physician capped and replaced the lead during another unrelated procedure on (B)(6) 2021. The patient was stable.